Manufacturer narrative:
One opened device was received and evaluated. A visual inspection found that the proximal tubing to the back check valve was separated from the valve. The device was examined under ultra violet light. There was lack of solvent sealer in the joints between the backcheck valve assembly to the 6 inch long tubing. A probable cause for this event has been identified as lack of solvent sealer and a low insertion applied between the joint of the backcheck valve to the 6 inch long tubing. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. It was reported prior to patient use, a separation of the proximal tubing from the backcheck valve was noted by the nurse when removing the tubing set from the package. The tubing set was replaced and therapy was initiated. There was no reported adverse effect or delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.